Event description:
It was reported that the customer received a displayable history check failed on startup alarm and a battery out limit alarm. The insulin pump had a blank display. Her blood glucose level was 214 mg/dl. The insulin pump had a crack on the reservoir compartment. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to verify battery out limit alarm, unexpected restart alarm, basal anomaly or test the operating currents due to blank display. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.